Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced "itching a little bit" and the "left arm hurts". They also reported that they had issues with the implantable pulse generator (ipg). The ipg remains in use. No further patient complications have been reported as a result of this event.